Event description:
It was reported that the 9800 system had an overload default error and the ethernet connector was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The external interface board, x-ray tube, and high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.